Event description:
The customer reported that the system's left monitor would not start up and the cooling fans were faulty. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor and the cooling fans were replaced. The system was tested and found to be working as intended and put back into service.